Event description:
As reported by the edwards field clinical specialist (cs), the patient developed an avulsion from the right common femoral artery (rcfa) to the right common iliac artery (rcia) and a perforation of the abdominal aorta during the transfemoral transcatheter aortic valve replacement (tavr) procedure. Per report, the right common femoral artery (rcfa) was accessed via a surgical cutdown. On initial guidewire insertion the wire would not pass without prolapsing on itself but eventually the wire was advance and then exchanged for lunderquist guidewire. Serial dilation was completed with 16fr and 22fr dilators. The 22fr sheath was introduced but failed to advance beyond the iliac bifurcation. The 25fr dilator was placed over the lunderquist wire and advanced smoothly. The 22fr sheath was re-introduced and again met resistance as it approached the iliac-aortic bifurcation. Gentle, continuous pressure was applied to the device by the physician, and the sheath suddenly moved forward within the artery. The patient's systemic blood pressure immediately began to drop. The procedural sheath introducer was inserted into the sheath and then a coda occlusion balloon was inflated above the iliac bifurcation via the contralateral side but would not hold pressure with two attempts of different balloons. A bav balloon (non-edwards) was inserted, hemostasis was achieved, and the patient's blood pressure stabilized. A check of the coda balloons revealed pinhole leaks in both, possibly from the heavy calcium burden in the abdominal aorta. A contrast injection revealed a dissection/perforation, to the peritoneum from the right external iliac artery (reia). The physician surgically accessed the rcfa via the cutdown and determined that the rcfa had completely torn away and was retracted onto the sheath in the direction of the common iliac. A surgical bypass graft of the rcia to the rcfa was completed and the patient remained stable. The occlusion balloon was deflated after the repair and the patient's blood pressure rapidly dropped. There was no longer extravasation from the reia dissection, but an angiogram revealed an aortic abdominal perforation. Two endo-graft stents were placed and when the occlusion balloon was deflated again the patient's pressure dropped again. Another endo-graft stent was placed above the renal arteries. This location was chosen because the patient's blood pressure was stable when the occlusion balloon was inflated in that location. The occlusion bav was deflated and again the patient's blood pressure dropped. After several hours and over 12 units of blood given, it was decided among the physicians that the patient would not survive an open exploratory surgery. The decision was made to deflate the occlusion balloon and the patient's pressure steadily dropped and the patient expired on the procedure table. Additional investigation revealed the following: the minimum luminal diameter of the access vessel was approximately 7mm with mild calcification in the iliac arteries and severe calcification in the abdominal aorta. The cs discussed the possible cause of the event with the medical team. The physicians felt that a flap dissection of the right external iliac was created upon initial introduction of the .035mm j tip guidewire thru the 18g needle, as evidenced by the difficulty in advancing the wire at the beginning of the procedure. The artery was weakened during advancement of the dilators and procedural sheath, as mild pressure was necessary in an attempt to advance the devices. There was severe calcification in the patient's abdominal aorta, below the renal arteries, that possibly contributed to the inability to advance the sheath and necessitated the use of constant pressure on the sheath. They felt the perforation in the abdominal aorta was possibly caused by the sheath as it suddenly jumped forward when the external iliac tore.

Manufacturer narrative:
The device is not available for evaluation as it was disposed of by the site. In addition, there was no allegation of device dysfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel's minimum luminal diameter was approximately 7.0mm, and the patient's vessels were noted to be mildly calcified and the aorta was severely calcified. The root cause for the reported event cannot be confirmed. However, per report, the physicians felt that the dissection of the reia was created upon the initial introduction of the .035mm j tip guidewire. The perforation of the abdominal aorta was caused by several patient/procedural factors, including weakening of the arteries from serial dilation, and severe calcification in the abdominal aorta, which required the use of constant pressure to advance the sheath. Additionally, the borderline size of the vessel may have also contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.